Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate readings that triggered a threshold suspend. Customer blood glucose was 350 mg/dl and sensor glucose value was 80 mg/dl at the time of event, the difference is not within the acceptable range. The low limit in sensor settings was unknown. The sensor will not be returned for the further analysis.